Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical field service went onsite was able to confirmed the reported issue. Unit shuts down within one minute flow at 50lpm, frequency at 3.1, itime at 41, power at 8.0, map (mean airway pressure) reading at 43, amplitude reading at 170. Unit runs normally at ventilator performance test settings. Evaluation revealed that the driver power module needed calibration. As a resolution replaced power module. Ran unit for one hour after adjustments. Calibrations were performed per manufacturing procedure. Circuit calibration and vent performance check passed. The unit was ran at the setting that it had previously failed on. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100b seems to shut down after running for about 15 minutes. The customer confirmed that there is no patient involvement associated with this reported event.